Manufacturer narrative:
Additional information was received that device was not in clinical use or providing therapy at the time of the event reported. No harm or injury has been indicated or alleged. The part number and price for replacing the power switch overlay was provide with the customer only. Based upon the information provided it is unknown if any parts or repair has been conducted on this unit . No requests for service by the device manufacturer have been received. The device was not in clinical or therapeutic use at the time of the event and no patient or user harm was noted. Based on the information, the issue does not meet the reportability criteria.

Manufacturer narrative:
Date of report: 18aug2021. There was no patient involvement.

Event description:
It was reported to philips by a customer that the unit check vent led fail is being reported but led is still working. Based upon the information provided, the device was not in clinical use or providing therapy at the time of the event reported. No harm or injury has been indicated or alleged. The device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device, the customer check vent led fail. The customer stated either (1) the led is on and the voltage signal from the power management controller is less than 1.0 v or greater than 2.5 v or (2), the led is off, and the voltage is greater than or equal to 0.5 v. Other information is pending.